Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with exam under anesthesia, abdominosacral colpopexy after supracervical hysterectomy, bilat. Paravaginal repair, burch urethropexy, and cystoscopy; due to constant bleeding, fibroid tumor, great pain, cystocele, sui, menorrhagia and leiomyomatous uterus. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013.

Manufacturer narrative:
It was reported that following insertion the patient experienced obstruction and adhesion. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.